Event description:
Reported alleged the blood glucose monitoring device generated a result which is outside the reading range of the meter. Reporter stated results of 900 mg/dl and in the 600s mg/dl were generated by the device; however was unable to locate the reading in the memory. Reporter stated no medical treatment was sought. A request was made for the return of the suspect device and replacement product was sent.